Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, rendering it illegible and unusable. There was no adverse impact to the customer's blood glucose level due to this issue. Technical support confirmed that the damage occurred when the customer accidentally fell on the pump. As the device was under warranty, a replacement pump was sent to the customer along with instructions for transferring settings, connecting the cgm, and returning the damaged pump within 10 days to avoid charges. The customer agreed to use multiple daily injections as a backup therapy and received guidance on how to prepare the pump for return.